Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during the archive data review and functional testing. The root cause of the system error was the defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in march 2007 and is over 14 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review showed system error, user advisory (ua) 136 (internal parameter corrupted); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. In addition, during the power-on self-test, it was noted that parameters in backup memory (non-volatile ram) had been corrupted. The root cause was the defective processor board, and it will be replaced to remedy the faults. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During deployment, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. The ems crew did not use the autopulse platform and switched to manual CPR. No consequences or impact to the patient.